Event description:
Patient here for lvad, left ventricular assist device, exchange. Patient had red heart alarm 2 days post pump exchange. Patient needed to be hand pumped and placed on pneumatic console. Appeared to be pump problem and not physiological.